Event description:
It was reported that the pump declared a cartridge change error. Additionally, an o-ring was on the pneumatic tap. Customer's blood glucose level was 297 mg/dl. Customer reverted to mdi for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.